Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102 displayed) was isolated to a damaged r45 resistor on the computer/analog board. Additionally, there was a broken solder connection on the c22 on the computer/analog board. The root cause for the damaged r45 resistor and broken solder connection on the c22 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.